Event description:
The customer reported that they got pads off messages during pacing.

Manufacturer narrative:
The customer reported that they got pads off messages during pacing. The device was evaluated at philips, and the symptom confirmed. The therapy port and therapy cable were replaced as wear was noted. We are considering this a malfunction of the therapy port and cable.